Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros vanc result was obtained from a single level of non-vitros biorad control using vitros vanc lot 2514-32-4872 on a vitros 4600 chemistry system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros vanc lot 2514-32-4872 performance issue is not a likely contributor to the event. In addition, biorad level 3 control results were acceptable prior to, and after the event that occurred on (B)(6), using the same vitros reagent pack. This would indicate the vitros vanc reagent pack in use did not likely contribute to the event. Vitros vanc precision testing performed was within acceptable guidelines, however the testing occurred 8 days after the event, therefore a transient instrument issue, while unlikely, cannot be entirely ruled out. In addition, pre-analytical sample mix up or improper pre-analytical sample handling cannot be ruled out as a contributor to the event.

Event description:
A customer obtained a non-reproducible, higher than expected vitros vanc result from a single level of non-vitros biorad control using vitros vanc lot 2514-32-4872 on a vitros 4600 chemistry system. Vitros vanc result 42.24 ug/ml versus expected vitros vanc result 28.25 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient sample results were affected, however, the investigation could not conclude that patient results were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).